Event description:
The caller reported that the cuff of the tracheostomy tube had lasted only a couple of days after it was inserted in the patient and then it deflated. The tracheostomy tube was removed, and the patient was re-cannulated. The tracheostomy tube was discarded and the lot number is unknown.